Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the main coil was broken. During functional testing, the coil could not be advanced through the introducer sheath due to the damaged noted. It is possible that the main coil broke due to excessive manipulation of the coil against friction experienced during the procedure. It is likely that the main coil was damaged during use thus limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the main coil was broken. No consequences to the patient were reported.